Event description:
It was reported that the bd ultra fine¿ pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: consumer reported that the needle bent at patient end during injection. Consumer stated that she tried to straighten the needle and when she injected, part of the needle broke off in the injection site. No injury or discomfort reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: customer returned a single used 31 gauge, 8mm pen needle. No teardrop label was returned to confirm the lot number. It was noted that the patient end of the cannula was bent slightly to one side at its base. It was also noted that the non-patient end of the cannula was bent midway down its length. Neither side of the pen needle was observed to be broken in any capacity. The bend to the patient end of the cannula may have been the result of forces applied to it during use, while the bend to the non-patient end of the cannula may have been the result of inserting the insulin pen into the pen needle at such an angle that the cannula could not enter the insulin pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: consumer reported that the needle bent at patient end during injection. Consumer stated that she tried to straighten the needle and when she injected, part of the needle broke off in the injection site. No injury or discomfort reported.

Event description:
It was reported that the bd ultra fine¿ pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: consumer reported that the needle bent at patient end during injection. Consumer stated that she tried to straighten the needle and when she injected, part of the needle broke off in the injection site. No injury or discomfort reported.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.